Event description:
It was reported that post ICD implant, merlin.net transmission recorded low hv lead impedance measurements on the svc-can vector. The low measurement was not reproducible in the clinic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.